Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 11-feb-2026. Device evaluation: 1 unit of lot number c2342683 of zebd-7-7 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 08 jan 2026. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. Visual inspection: stent returned with pigtail straightener in correct orientation, catheter returned, slight kinks observed on 2nd & 5th side ports on tapered end of pigtail curl no other damaged observed. Functional inspection: 0.035 inch wireguide does not pass kinks. The reported failure was observed. Manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 device of lot number c2342683 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2342683. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The japanese packaging insert c-es0202m18 supplied with the device states under usage method, "preparations: remove this product from the package and inspect with particular attention to bends, kinks and breaks". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Clinical mage review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. This aligns with lab findings where multiple kinks were observed on the tapered end of the stent on which the straightener would have been advanced along and would have resulted in the reported inability to pass the wire guide through the stent. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the wire guide wouldn't pass through the stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. This aligns with lab findings where multiple kinks were observed on the tapered end of the stent on which the straightener would have been advanced along and would have resulted in the reported inability to pass the wireguide through the stent.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-feb-2026.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions

Event description:
Description of event: a wire guide wouldn't pass through zebd-7-7. Another device of same rpn (lot unknown) was used. Patient outcome: no health hazard. 22dec2025 obtained the answer 1. What was the size of the wireguide used in the preparation stages? 0.035inch. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored on a shelf that are not exposed to sunlight. 3. Was the wire guide lubricated prior to use? Unknown. 4. Was the wire guide inspected for damage prior to use? Unknown. 5. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. 6. Were any other defects observed on the device prior to return (other than the reported complaint issue? No. 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf-260v 3.7mm.